Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo receptacle and the handswitch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system would not fluoro and the x-ray warning alarm and x-ray lamp are on, but there is no image on the screen. No patient injury was reported.